Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0yffn, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient . (B)(4).

Event description:
The patient experienced a loss or change in therapy, which was reported as a sudden change in symptoms. She stated the trial worked great but that she has been having problems with the permanent device since day 1. The patient reported not feeling stimulation in any location, except when she puts the patient programmer on her implantable neurostimulator (ins). The patient has tried all the programs, five days on each program, but the therapy has not helped with her urinary symptoms. She has been wetting the bed at nighttime and goes through a whole pack of pull ups in a day. The patient has tried going to the bathroom every 2 hours but doesn't feel like she is leaking out urine when she sits on the toilet. Her urinary symptoms are worse than before she had the device. The patient reported she also started having problems with her bowels on one of the programs, noticing diarrhea in her pull up. The patient has worked on reprogramming with the nurse and the manufacturer representative. She thinks her device is either placed in the wrong spot or is faulty. The patient called back 6 days later and said she had met with the manufacturer representative on (B)(6) 2015. The manufacturer representative talked with the patient about getting an xray and meeting with the physician to test impedances and the integrity of the system. The patient mentioned she could feel the stimulation vaginally on program 3. She also said she "fulfilled" and was at 1500 ml. The manufacturer representative later indicated he met with the patient and reprogrammed all four settings and the patient was able to feel the stimulation in the pelvic floor and vaginal area. He noted that the patient did not feel the stimulation previously because she did not turn up the stimulation high enough. The bowel symptoms were discussed and they are hoping the new programs will alleviate these symptoms. The representative thought the loss of therapy may have been due to the patient not feeling stimulation. The bowel issues may have been due to the pelvic floor nerves not being stimulated in a different manner prior to implant. The patient's indication for use is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If additional I information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the manufacturer's representative noted he wanted to know if there was someone from the manufacturer that was willing to look at a cd x-ray to confirm proper lead placement. The patient had a great trial but after implant, she was not having good success. Additional information noted the patient was not getting therapy or feeling stimulation. Impedance measurements were taken and all were normal. It was noted that the patient felt stimulation when the antenna was over the stimulator and when stimulation was increased but stimulation ceased after the antenna was removed. The retention symptoms had not improved. Further information noted that the x-rays were taken in the last week of (B)(6) 2015 and the lead placement appeared to be correct. The cause of the lack of therapeutic effect was not identified. The patient had retention and was tested successfully using the temporary leads then she was implanted with the permanent lead. The patient's original diagnosis was retention and the patient was complaining of going to the bathroom all the time. Also, when she turned up the stimulator, she felt discomfort. The patient was advised that she did not need to feel stimulation all the time in order for therapeutic benefit to be received, she was advised to turn the stimulator down and observe for symptom control. She had been reprogrammed several times using the 4 different programs on her icon remote since she was originally implanted. The patient was cycling through all four programs rapidly as opposed to letting each program run for a week. Her stimulator was turned off for one complete week in early oct to see if retention symptoms returned. After a week, her symptoms returned and the stimulator was turned back on. The week of (B)(6) 2015, the patient reported to the doctor that she was having discomfort; the doctor's office turned down the pulse width on all four programs and had the patient try the new adjustment. X-rays were re-examined and the lead wire was behind the stimulator, so interference from the lead wire did not appear to be the problem. The patient was re-scheduled to come back to the office so that the nurse at the office will re-interrogate the battery, run another lead impedance test and the call the manufacturers' technical support to discuss possible next steps. She was no longer experiencing retention which was the original diagnosis and the reason the patient was implanted with the device.